Event description:
Customer reported that a patient presented with a recurrent hernia two months following a previously repaired recurrent hernia. The patient was returned to surgery for repair in 2007. The surgeon opines that the hernia developed through a hole / tear at one of the suture anchoring points. The device was left in place as it was well incorporated and another mesh product was placed over to complete the repair.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.